Event description:
A balloon burst at four atmospheres on the first inflation during a subclavian angioplasty of a calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. This device was destroyed by the user facility. Therefore, no engineerng evaluation will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Co's follow-up revealed the pt had scar tissue and the lesion was calcified. Co believes these factors contributed to the event and do not attribute it to the device. However, without evaluating the device, co cannot determine the exact cause for this event. Co's directions for use state: "due to the thin wall thickness of the balloon, these balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefuly."